Manufacturer narrative:
Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was a "substance" found inside a 3ml bd¿ luer-lok¿ syringe with needle. In addition, the substance wasn't noticed until drawing up methylpred which is milky white and the substance turned it from white to pink. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: total 11 loose assembled 3ml syringes were received, reported to be from unknown batch # (p/n 309569). The samples were visually evaluated. The samples were found to have pink fluid in a single syringe and loose red/purple residue located at shield, hub and inside the barrel. The residue could be dried medication of customer fluid. The size of pink residue was not greater than level 3. No other defect was observed. Fourier transform infrared spectroscopy (ftir) spectral analysis was conducted on the reddish material, white precipitate material, and pink liquid seen inside the barrel. The ftir analysis shows that the reddish material has components similar to those of ammonium chloride mixed with silicone. The white precipitate material and the pink liquid is likely prednisolone (the medication mentioned in the event description by the customer). No device history record review can be completed as lot number was not provided. Based on the evaluation performed, bd was not able to confirm the customer¿s indicated failure root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported there was a "substance" found inside a 3ml bd¿ luer-lok¿ syringe with needle. In addition, the substance wasn't noticed until drawing up methylpred which is milky white and the substance turned it from white to pink. There was no report of exposure, serious injury or medical intervention.